Manufacturer narrative:
The malfunction was duplicated and internal inspection of the device found evidence of corrosion on the mesh oxygen flow screen. The oxygen valve and diffuser screen were replaced to resolve the malfunction. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow up report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed an "off set self check failure-1174" message. Complainant indicated that there was no patient involvement in the reported malfunction.